Manufacturer narrative:
Insulin pump was received with a protruded/loose drive support disk, scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported that the drive support cap was protruded and loose, but he kept pushing back in. The blood glucose was 200mg/dl. The customer also mentioned that the lcd screen was scratched severely and he could not see the numbers anymore. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.